Event description:
The customer reported an intermittent red x on the device that is resolved by pressing the battery back into the battery bay. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.